Event description:
As reported: "reverse shoulder arthroplasty was performed for left shoulder of an 83 years old patient. After the surgery, the patient had not visited the hospital for a long time and follow-up investigation could not be performed all of that time. On (B)(6) 2023, the patient visited and dislocation of the aequalis reversed glenosphere from the base plate was confirmed in the follow-up investigation. The revision surgery to replace the devices was performed on (B)(6) 2023."

Manufacturer narrative:
The reported event could be confirmed. The affected device was not returned for evaluation, but evidences were provided based on x-rays, returned devices (sphere & insert) and reported data, which match the alleged failure mode. A device inspection was not possible since the affected device was not returned for investigation (remained implanted in patient). Since images were provided, the opinion of a medical expert was sought and stated as following: "the x-rays confirm the event of the glenosphere being dislodged from the baseplate. The baseplate and humeral stem are well-positioned and well fixed". "The early postoperative image gives the impression that the glenosphere is well-positioned onto the baseplate". "(...) Inferior border of the glenosphere is well below the inferior border of the glenoid as can be seen on the early postoperative x-ray. There is some pre-existing bone erosion at the inferior border of the glenoid already on the first postoperative x-ray, and it didn¿t change over time". "From the information at hand, a cause cannot be determined". Since images and implants were provided, the opinion of a r&d expert was also sought and stated as following: on the post-operative x-rays, the sphere has come completely out of the baseplate and the central screw of the sphere got stuck in the plastic insert. Moreover, as the sphere was dislocated, in this case the insert has come into contact with the baseplate and the sphere has come into contact with the baseplate. Glenoid components disassembly can be related to following reasons: either, a consequence of a surgical procedure: either the safety screw of the glenoid sphere was not properly tightened and/or the sphere-baseplate assembly was not impacted correctly (absence of peripheral groove around the baseplate, remaining soft tissues between the baseplate and the sphere), either, a consequence of a traumatic event, such as an improper motion. A review of the labeling did not indicate any abnormalities. The labeling states that: "to obtain good bone seating and secure fixation of the glenoid baseplate it is important to flatten the glenoid surface", "prior to positioning of the definitive glenoid sphere, it is important to remove any soft tissue between the baseplate and the glenoid sphere", "the fixation of the assembly is visually checked to ensure that no soft tissue is present between the baseplate and the glenoid sphere. Once impacted, secure the assembly by tightening the glenoid sphere screw", "finally, check that tightening is complete once the glenoid sphere is flush with the base plate". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine clearly the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed. H3 other text: device disposition unknown.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "reverse shoulder arthroplasty was performed for left shoulder of an 83 years old patient. After the surgery, the patient had not visited the hospital for a long time and follow-up investigation could not be performed all of that time. On (B)(6) 2023, the patient visited and dislocation of the aequalis reversed glenosphere from the base plate was confirmed in the follow-up investigation. The revision surgery to replace the devices was performed on (B)(6) 2023."